Manufacturer narrative:
Findings: motor error alarms during rewind due to corroded motor home switch. Cracked reservoir tube lip, scratched display window and missing end cap sticker noted. Moisture damage noted on lcd board during visual inspection. No black screen noted during testing. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 13 mmol/l at the time of the incident. The customer sent the product back for analysis.